Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient (pt) provided the answers to the questions verbally during the call. In response to a request for clarification about the device not working, the pt said they had the device for 5 years, after the surgery it seemed like it was working fine but within a year it was not working correctly and the pt had gone to the urologist they were seeing, and the doctor made changes a couple of times, but it still did not work for the pt so when the pt moved they had to find a new healthcare professional (hcp) and found a new urologist. The pt said they let the doctor know they were frustrated and turned it off because it was not working for them, they discussed what else they could do and the doctor recommended trying new more up to date one than the medtronic stimulator. The pt said they did a trial with an different manufacturers stimulator and had results within a day or two so they went ahead and got the permanent one put in a week ago friday and the medtronic stimulator was removed. The pt does not know what happened to the device after it was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that since implant the device never really did what it was supposed to regarding therapy, "other than when it was first put it." The patient confirmed that they have been reprogrammed about three times. They will monitor symptoms now that a change was made. Patient services redirected to the hcp to discuss if issues don't resolve. No device issue alleged / identified. No further patient symptoms or complications were reported. Additional information was received from the patient. They reported that their implant was never programmed to where it worked correctly since implant. The patient clarified referring to event previously reported in this case that device never did what it was supposed to regarding therapy other than right after implant it seemed like it helped. The patient reported they went back to urologist and had program changed and stated ins still not working correctly. Due to this thinking of having ins removed and has appointment on feb. 24th with surgeon. The patient inquired if surgeon can remove implant or if urologist needs to. Reviewed role of patient services and redirected to hcp to further discuss.